Manufacturer narrative:
This report is submitted on march 11, 2021.

Event description:
Per the clinic, the patient experienced skin overgrowth and inflammation at the abutment site. The patient was placed under general anesthesia on (B)(6) 2021, in order to remove the abutment.